Event description:
It was reported that the patient had a sudden loss of therapeutic effect due to their lead. The action required as a result of the event was replacement of the lead on 2014 (B)(6). Diagnostic testing and troubleshooting of impedance testing and reprogramming was performed. The product issue was not resolved and the cause of the issue was not determined. The lead would not be returned as the customer discarded of it. There were no patient symptoms or complications associated with the event and the patient status at the time of the report was alive with no injury. It was later reported that per the surgeon¿s office the patient was doing well.

Manufacturer narrative:
Product ID 3889-28, lot# va0hay0, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).